Event description:
The pt's device was not working correctly. Exploratory surgery was performed and the surgeon found that the lead pin was not fully inserted into the generator. The lead was re-inserted into the generator and the issue resolved. The cause of the event is unk. Event may be due to trauma at the implant site or an inadequate connection may have occurred during the implant procedure.